Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). Quality controls (qc) recovered within range at the time of the event. All discordant, falsely depressed sample results were flagged with a y flag. As per the bn prospec instruction manual, results with a y flag can only be released if a sufficient sample volume is assured and the result recovers within the measuring range. All discordant, falsely depressed results recovered below the initial measuring range. Therefore, the reporting of the discordant, falsely depressed flc type kappa and flc type lambda results can be attributed to use error. The system is performing according to specifications. No further evaluation of this device is required.

Event description:
Five discordant, falsely depressed free light chains (flc) type kappa results and four discordant, falsely depressed flc type lambda results were obtained on patient samples on a bn prospec system. The discordant results were reported to the physician(s). Four days later, the samples were rerun for flc type kappa and flc type lambda on the same bn prospec system, resulting higher. These results were reported, as the correct results, to the physician(s). There are no reports of patient intervention or adverse health consequences due to the five discordant, falsely depressed flc type kappa results and four discordant, falsely depressed flc type lambda results.